Event description:
Account reports several incidents in which "the injection port is popping out". Reporter stated site is being accessed with a needleless system, and that "cap is changed every 48 hrs so it happens sometime before that". Utilized on pediatric arterial lines. Reporter stated there was a "small amount of blood loss" though no transfusion required.